Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a patient via a manufacturer representative in regards to a patient who was being treated with lioresal 500 mcg/ml intrathecal therapy via an implanted pump. The dose was not currently available and the lot number was unknown. The patient's medical history and concomitant medications were unknown. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient had a dye study on (B)(6) 2015 to determine catheter patency because she complained that the pump was not working and it did not feel the way it used to feel. The dye study showed the catheter was broken. The issue was identified by patient symptoms. The patient will be scheduled for a catheter revision although there were no details on when this would occur. The issue was not resolved by the time of this report. The patient status at the time of this report was alive with no injury. If additional information is received, a follow up report will be sent.